Manufacturer narrative:
(B)(4). Evaluation summary: the facility representative contacted a technical service representative to report a flo-gard infusion pump with the reported malfunction "customer did not report a problem". Later, the quality engineer assigned the as determined problem code to be failure code 73. This condition was found in the picu. The root cause of this condition was determined to be over current to motor. Motor current exceeds 1 a due to loose motor coupler. A trace of (B)(4) was applied to coupling set screws and tighten them to 4.3 to correct this condition. Additional information: a device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. A service history review revealed no previous service events were related to the reported condition. Should additional information be received a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with the reported malfunction "customer did not report a problem". The customer was later contacted and clarified that there was a malfunction with the device; the malfunction could not be specified. Later, the quality engineer assigned the as determined problem code to be failure code 73. This condition was found in the picu. The process step that the malfunction occurred was not identified. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.